Event description:
Reporter stated that patient performed back-to-back tests, using the suspect device, with results of 322 mg/dl and 114 mg/dl. Reporter noted that patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.